Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced episodes of ventricular tachycardia due to the mal-positioning of the inflow conduit. The inflow conduit reportedly came in contact with the lateral wall of the left ventricle when the patient changed positions. It was reported that the patient remained hemodynamically stable and thus no intervention would be made. No additional information was provided.

Manufacturer narrative:
The report of a malpositioned inflow conduit could not be confirmed through this evaluation because the device is not available for investigation and no images showing the misalignment were provided. The patient remains ongoing on vad support and no additional events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.